Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk denali vena cava filter allegedly experienced tilt, material deformation and detachment. This information was received from one source. This malfunction involved a patient with no consequences. The patient was male. No other patient information was provided.